Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73c1900099 was manufactured on 03/05/2019 a total of (B)(4) pieces. Lot was released on 03/14/2019. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544250 hemolok xl clips 6/cart 84/box for investigation. One loose clip was returned. The cartridge was not returned. The loose clip was visually examined with and without magnification. Visual examination revealed that the clip was broken in two places. It was broken at the pierce-leg tip and was missing one of the pierced bosses, but was also broken at the leg near the hook side bosses. The sample appears used as there is biological material present on the loose clip. R & d was consulted and it could not be determined exactly how or what caused the clip to break. Reference file anp1900073686 for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perperndicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. One loose clip was returned. One of the loose clips was closed while the other loose clip was broken at the pierce-leg tip and was missing the pierced bosses. Three pairs of broken pierce-leg tips and pierced bosses were found in the bottom of the cartridge. The cartridge was returned with no intact clips remaining in it. Although the reported complaint was confirmned, r & d was consulted and it could not be determined exactly how or what caused the clip to break. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. It is unlikely that these damages were present when the sample left the manufacturing site. The root cause of this complaint issue is undetermined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that a clip got broken at loading during a laparoscopic nephrectomy. Therefore, a new package was opened to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken at loading during a laparoscopic nephrectomy. Therefore, a new package was opened to complete the operation. No clip fell/remained in the patient.